Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a physician in (B)(6) of peritonitis and increased temperature in a patient coincident with dianeal unknown therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2012, the patient switched to automated peritoneal dialysis (apd). Therapy with dianeal was ongoing. On the night of (B)(6) 2012, the patient had difficulties (not further specified) with her apd and stopped the procedure. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and increased temperature, which resulted in hospitalization that same day. The cause of the peritonitis was unknown. On (B)(6) 2012, remedial treatment with ip microcef and ip ketocef was started. On (B)(6) 2012, treatment with microcef and ketocef ended and the patient was discharged from the hospital. On (B)(6) 2012, the patient recovered from the peritonitis. Per the physician, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.